Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a laparoscopic supracervical hysterectomy, posterior repair with gynemesh, transobturator tape with gynemesh, perineorrhaphy, cystoscopy, and bilateral salpingo-oophorectomy due to symptomatic cystocele, rectocele, mild uterine prolapsed, fibroid uterus, menorrhagia, sui, and dyspareunia. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. The patient underwent revision/removal surgeries on (B)(6) 2009 due to exposure, dyspareunia, and abnormal skin growth, and on (B)(6) 2011 due to erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 03/01/2017.